Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. Event occurred after three hours of insertion. Insertion site was at abdomen. Highest blood glucose levels noticed were 375 mg/dl during the event. Patient took correction bolus via pump to address high blood glucose levels. No further information available.